Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other proglide device is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using two proglide devices via a 6f sheath after a percutaneous transluminal angioplasty (pta) interventional procedure. Reportedly, a cuff miss occurred with both proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.